Event description:
It was reported that the patient was experiencing fatigue during follow-up. Upon interrogation, the pulse generator was found to be operating in backup mode. The device could not be restored as a result of normal battery depletion. It was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.